Event description:
First clip was noted to be bent before entering patient. Second clip would not deploy off of device. A third clip was obtained and functioned. Case continued without further issues. Both clips returned to boston science field representative for internal review of items.